Event description:
Following a laparoscopic anti-reflux procedure that included the linx device, a patient experienced dysphagia leading to explant of the linx device. Previous to anti-reflux procedure, patient had reported daily difficulty in swallowing. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2014. Gastroesophageal balloon dilations were attempted previous to device explant, but did not alleviate symptoms. Uneventful device explant on (B)(6) 2014 with device found in correct position and geometry. Patient's dysphagia symptoms reported as resolved following device explant.